Manufacturer narrative:
Additional manufacturer narrative: annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not typically related to a device malfunction. The explanted device has not been returned for evaluation; therefore, the reported event cannot be confirmed. The annuloplasty ring was implanted for over 12 years and also required redo avr. It appears that patient related factors most likely contributed to the explant of this ring. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a mitral ring, implanted for 12 years and three (3) months, underwent mvr due to mitral stenosis and regurgitation resulting from calcification. The ring was explanted and mvr was performed with an edwards bioprosthetic valve. The patient also underwent redo-avr during this procedure. Post-implant tee demonstrated prosthetic valves with normal function without evidence of pvl and an improved ef. The patient recovered and was discharged in stable condition to snf on pod #7.